Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured between december 12, 2014 and december 17, 2014. The device was received and the evaluation was completed to investigate the reported issue. Visual inspection was performed and revealed a black floating fiber in the device. The reported condition was verified. However, the cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a black floating particle. The device was filled with an unspecified amount of ceftazidime. It was unspecified what process step this was found at. There was no patient involvement. No additional information is available.